Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 130 to 140 mg/dl. The customer's a1c result is 6.7. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is also comparing the blood glucose test results from truemetrix meter to laboratory test results; and observed lower readings with the truemetrix meter (actual results not provided). During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 128 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2016 and open vial date is 02/10/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.